Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that a fault code message displayed on the programmer while interrogating the pacemaker. The patient experienced a very brief pre-syncope during the session. The device has been explanted and a new device implanted at the same surgical intervention. No additional adverse patient effects were reported.